Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime long length (ll) everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified lesion in the mid left anterior descending artery that was 99% stenosed. While deploying a 4.0 x 33mm xience prime stent, an edge dissection was noted. Another xience device was used to successfully cover the dissection. There was no adverse patient sequela reported. No additional information was provided.